Manufacturer narrative:
Dissection is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This MDR is associated with MDR 3005168196-2015-00259. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communication artery using a neuron delivery catheter and a neuron select delivery catheter. Upon gaining access to the internal carotid artery, the vessel became dissected. The patient dissection has been resolved under medical management and the physician plans to finish coiling the aneurysm. The physician is unaware what device caused the dissection and no other information is available at this time.